Manufacturer narrative:
The complaint was escalated for technical investigation. R&d confirmed that there was (B)(6): bristol: icca drug chart issue of missing scheduled medications on the daylight switch logged for this. As per this cr, this problem is not a hazardous situation because a configuration change can be made to adjust the uneven scheduled frequencies. Customer reported missing scheduled medication after a daylight switch. All orders in error were using a scheduled, uneven spaced frequency type. A configuration change can be made in the uneven scheduled frequencies, to set a minimum time between administrations to a value of at least 1 hour less than the actual time. Hospitals are recommended to have downtime procedures planned for periods of a daylight switch. Per clinical practice, clinicians review the orders and the respective scheduled times when changes occur that can impact scheduled medications. This problem impacts the clinical user and the system configurator. A severity of medium was chosen by the team because there is a simple work-around for the problem and system or product use is acceptable. This problem unlikely to present injury to patient or user. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the icca drug chart was missing scheduled medications, resulting in missed doses for critical medications. The device was in use on a patient. There was no report of patient or user harm.